Event description:
It was reported that an ilet user experienced hyperglycemia, with ilet sensor glucose readings around 220 to 230 mg/dl and a fingerstick confirmation of 210 mg/dl, without any occlusion or dosing stopped alerts and without recent supply changes; the user had eaten noodles a few hours earlier and glucose decreased to 210 mg/dl during the call, and the user was advised to allow the pump to continue delivering correction doses. Symptoms included elevated blood glucose. Outcomes included self-management with continued automated corrections and no hospitalization. Investigation included user interview and review of device-reported behavior during the event. Investigation of this case revealed no device alarms and no identified device malfunction, with glucose trending down during continued therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.